Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports after this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in pacing impedance on the right atrial (ra) channel. Technical services (ts) reviewed the reports and found that there were multiple signal artifact monitor (sam) episodes showing minute ventilation (mv) artifacts and the impedance was high out of range. It was noted that the impedance has remained high out of range since the first sam episode. Ts recommended further evaluation in the clinic. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports after this cardiac resynchronization therapy defibrillator (crt-d) exhibited a rise in pacing impedance on the right atrial (ra) channel. Technical services (ts) reviewed the reports and found that there were multiple signal artifact monitor (sam) episodes showing minute ventilation (mv) artifacts and the impedance was high out of range. It was noted that the impedance has remained high out of range since the first sam episode. Ts recommended further evaluation in the clinic. The device remains in use. No adverse patient effects were reported.